Event description:
Caller reported that the insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units. The issue did not adversely impact the customer's blood glucose level. To resolve the issue, the customer loaded a new cartridge and agreed to receive an email with links to cartridge load resources. No additional information was received regarding the outcome of the event.